Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which a no flow was observed at the most upstream y-site. According to the report, the set was primed with no issues, and therapy was initiated. The nurse then attempted to connect a hospira secondary set to the y-site. No flow was established between the secondary set and the primary set. The nurse indicated that the secondary set was disconnected and a luer tip syringe was used to flush the port. After the port was flushed, flow was established and therapy continued as normal. The facility indicated that his is a reoccurring issue. No additional information is available at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.